Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced multiple fast ventricular arrhythmia episodes. In the most recent episode, this ICD had successfully provided anti-tachycardia pacing (atp) and 3 shocks which terminated the rhythm. Upon review, a signal artifact monitoring (sam) episode was observed resulting in the minute ventilation (mv) feature being disabled. Threshold tests had been within normal range. It was noted this patient is profoundly ill and is on amio drop. The health care professional (hcp) noted they had not received automatic send reports. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced multiple fast ventricular arrhythmia episodes. In the most recent episode, this ICD had successfully provided anti-tachycardia pacing (atp) and 3 shocks which terminated the rhythm. Upon review, a signal artifact monitoring (sam) episode was observed resulting in the minute ventilation (mv) feature being disabled. Threshold tests had been within normal range. It was noted this patient is profoundly ill and is on amio drop. The health care professional (hcp) noted they had not received automatic send reports. This ICD remains in service. No adverse patient effects were reported.